Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine¿ + pen needle had mix product. The following information was provided by the initial reporter translated from japanese ¿this is a report about suspected mixed product. The patient states that microfine nano (cat#320136) product contains 31g8mm products. The lot number is 1055319¿.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022. H6: investigation summary eight sealed 32g x 4mm pen needle samples and 2 photos were returned from lot no. 1055319, cat. No. 320136. Visual examination was carried out on the returned samples and photos and no issues were observed. A lot history review was carried out for lot. No. 1055319 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received no further investigation can be carried out. H3 other text : see h10.

Event description:
It was reported that the bd micro fine¿ + pen needle had mix product. The following information was provided by the initial reporter translated from japanese ¿this is a report about suspected mixed product. The patient states that microfine nano (cat#320136) product contains 31g8mm products. The lot number is 1055319.¿